Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a genesys hydrothermablation procerva procedure set was used in a hydrothermablation (hta) procedure performed on (B)(6) 2017 under general anesthesia. According to the complainant, the machine displayed an excessive fluid alarm approximately seven to eight minutes into the ablation phase of the procedure. The issue was corrected and the case was continued. Shortly after, a cassette error message was observed and the machine initiates to system cool down. At the end of the procedure, it was noted that the patient sustained a small first degree burn at the posterior wall of the vagina and did not require any treatment. The patient¿s condition at conclusion of the procedure was reported to be fine. An additional attempt has been made to obtain follow up event details with no response from the clinician.